Event description:
A blood glucose level of 347 mg/dl was reported by the customer, and it was determined using both a cgm and a blood glucose meter. Customer support provided guidance on inspecting various components of the infusion system. Large air bubbles were found in the tubing, and the customer was instructed to disconnect and use the fill tubing feature to remove them.